Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. The xience prox is currently not commercially available in the u.s. However, it is similar to a device sold in the us.

Event description:
It was reported the procedure was to a de novo lesion with mild tortuosity and heavy calcification below bifurcation in the right coronary artery (rca). The 2.75 x 8 mm xience prox was advanced to the target lesion with difficulty due to the anatomy, and after succesfully implantation, the shaft separated distally in two pieces. The distal section was recovered inside the guiding catheter. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.